Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient stopped hearing suddenly with the device.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure, even though no such event is mentioned in the patient report. However, the measurements in the patient report support the findings. This is a final report.

Event description:
The patient stopped hearing suddenly with the device. No accident has been reported. The patient has been re-implanted.